Event description:
Caller reported a malfunction on pump, identified as malfunction code 12. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer's health. Technical support provided pump reset information, but customer could not reset due to lack of charger and planned to call back after reaching home to perform reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.